Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the physician extended beyond the pleural boundary, and as a result, the patient experienced a pneumothorax. After the pneumothorax, there was system inaccuracy, as the location and shape of the lung changed. A chest tube was used to resolve the issue. It was reported that the superdimension portion of the case was completed, the patient did well, and the patient was discharged the following day.